Event description:
It was reported that the customer received a battery out limit alarm. It was also reported that the battery emblem also shows empty even after new batteries are inserted. Customer's blood glucose level was between 108mg/dl and 120mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.